Manufacturer narrative:
H3: one device was received for evaluation. It was reported that complaint of ¿it was reported that the pump experienced cassette not attached error during testing¿ by preforming downstream occlusion test unit alarmed cassette not attached once test was complete. Calibrated dso. Preformed test again alarm did not return. Upon further investigation units uso seal was buckling. Replaced uso seal. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Event description:
It was reported that the pump experienced cassette not attached error during testing.